Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During preventive maintenance, the autopulse platform (B)(4) was displaying user advisory (ua) 29 (loss of brake connectivity) error message.

Manufacturer narrative:
During preventive maintenance of the returned autopulse platform, ua29 (loss of brake connectivity) error message displayed during functional testing. The fault was found to be due to the defective power distribution board. Following service, including replacement of the power distribution board; the platform passed all final testing criteria. Visual inspection was performed and no issues were noted.